Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a blank display. Customer also reported that the alarm history contained several error alarms. Blood glucose level at the time of the incident was not provided. The alarms were explained and the customer was advised to monitor the device. The insulin pump will not be replaced or returned for analysis.